Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving morphine (unknown concentration and dose) via an implantable pump. The pump's indication for use (IFU) was noted as non-malignant pain. It was reported that there was an out-of-specification volume discrepancy where the actual residual volume (arv) was 36 ml, but the expected residual volume (erv) was 3.9 ml. The hcp said there had not been any previous volume discrepancies. The hcp checked the logs and there were no issues reported. On (B)(6) 2016, a catheter dye study was performed and they were able to aspirate 3 ml of cerebrospinal fluid (csf). Dye was injected and no apparent leaks were seen. The dye dispersed in the csf. Fluoroscopy confirmed that the catheter tip was in the correct location. Approximately two month prior to the refill on (B)(6) 2016, the patient had flu-like symptoms. The event date is an approximate date. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.